Event description:
It was reported that the ilet displayed repeated alert 38 indicating a motor stall that persisted after restart, supply changes, priming, rewinding, and a dry run. Later the issue resolved and the user resumed using the original pump. Symptoms included hyperglycemia, headache, and increased thirst with a reported maximum glucose of 335 mg/dl, prolonged time above range, headache, and thirst, with no ketone testing and no medical intervention. Outcomes included temporary use of backup therapy and disruption of usual insulin delivery. Investigation included customer service troubleshooting, device verification steps with the user, and collection of use history and blood glucose information. Investigation of this case revealed a reported motor stall that initially did not resolve with standard troubleshooting. The motor stall issue did ultimately resolve and use of the pump continued by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.